Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The high blood glucose was 630 mg/dl. The blood glucose level was unknown at the time of incident. The current blood glucose was 396 mg/dl. The low blood glucose was 32 mg/dl. The other relevant blood glucose level was 108 mg/dl, 65 mg/dl, 465 mg/dl. The customer was treated with bolus for high blood glucose. The customer was treated with glucose injection for low blood glucose. Troubleshooting was performed for high blood glucose. The reservoir will not be returned for analysis.